Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Initially there was no information about which part was suspected to be defective, but based on available information the reported issue might have underlying causes which represent a reportable event. The device failed to meet its specifications. There was no patient harm. There have been no adverse events sustained as a result of the issue. On-site investigation performed by our field service engineer (fse) revealed that the only issue was with expiratory cassette membrane. The part was cleaned to solve the issue. No part replacement was required to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory cassette is only measuring and its failure would not affect ventilation. Therefore, this situation is not safety-related, the issue will be noticed before use and appropriate measures can be taken. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to maintenance of the expiratory cassette membrane.

Event description:
Manufacturer's ref. #: (B)(4).